Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore the device history record could not be reviewed. A review on device labeling is adequate to prevent the reported event.

Event description:
It was reported that the silicone foley catheter became clogged causing it to not drain.